Manufacturer narrative:
After further evaluation, the suspect medical device was changed from creatinine, list 03l81-22 to the architect c8000, list 01g06-11. MDR number 1628664-2019-00698 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated creatinine results when processing on the architect c8000. The following data was provided: creatinine: initial result was 4.3 and retest was 0.5 mg/dl. No impact to patient management was reported.